Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained ventricular oversensing was observed on the ventricular channel suspected to be due to myopotential oversensing. Programming changes were recommended but the patient refused to schedule an follow-up for the changes to be made.